Event description:
Procedure type: robotic prostatectomy. According to the reporter: after firing the idrive the reload wouldn't open up. The handle was switched and that unit allowed the reload to open; the retraction tool was also tried. There was a delay over 30 minutes that did not affect the pt. They had to rescrub and attempt to get the reload open with the tool. There was no unanticipated tissue loss. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. No device fragment fell in the pt cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).